Manufacturer narrative:
(B)(4).the reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is the same patient as (B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. Dianeal therapies were ongoing. At the time of this report, the patient was still in the hospital. The patient¿s recovery status was not reported. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient¿s catheter leaked and resulted in peritonitis. Two days after onset of peritonitis, the patient began treatment with cefazolin (2 gram per day) and gentamycin (80 milligram per day) intraperitoneally for peritonitis for 32 days. The patient¿s pd catheter was replaced 22 day after onset. The patient was discharged from the hospital after 33 days. The patient has recovered from the event on the same day as discharge. No further investigation is needed for this complaint because baxter does not have reporting responsibility for the catheter which is a non-baxter device.